Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed to detect an air in line during therapy (medication, programmed amount and delivery rate unknown) in the neonatal intensive care unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. The pump passed all air-in-line testing, including introducing a 1 inch "bubble" of air in the set multiple times with the unit detecting the air-in-line each time. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-08679 can be removed from the FDA database.